Manufacturer narrative:
(B)(4) the lead was not returned. However, performance data from the device was analyzed and analysis revealed that the atrial pacing impedance trend was rising.

Event description:
It was reported that the atrial lead had a pacing impedance greater than 3000 ohms. It was also reported that the patient did not want to be interrogated and does not want their device/leads changed or explanted, since there have been no episodes since implant seven years prior. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead had a pacing impedance greater than 3000 ohms. It was also reported that the patient did not want to be interrogated and does not want their device/leads changed or explanted, since there have been no episodes since implant seven years prior. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947 implantable defib lead (B)(6) 2004. (B)(4).